Manufacturer narrative:
The reason for this revision surgery was to remedy pain. A non-serious event was noted. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one pain, and one for worn insert. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt experienced symptoms of pain several years post tka. The surgeon performed an arthrotomy and synovectomy along with a poly-swap.